Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the cable connecting the rear 1 wire therapy electrode was pulled off the interconnect cable, damaging the wires and cable. The root cause for the strained cables was excessive force. No adverse event resulted from the pulled cable.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt failed functionality testing.